Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 180 mg/dl. The customer stated that the keypad number running by themselves. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer also reported via phone call indicating that the insulin pump had a button error. The customer stated that was trying to get the settings out of the insulin pump. Customer was advised that without the clearing the alarm we will not be able to access the settings and she understood.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No frozen pump or button error alarms were noted during testing. No ramping numbers on their own or scrolling bar moving anomaly was noted. No moisture damage inside the pump was noted. The pump minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.